Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at seven atms on the first inflation. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a mach1 guide catheter and a miracle guide wire to cross the lesion. Difficulty was encountered when advancing the maverick2 monorail balloon catheter across the lesion, and it was pushed against hard resistance before it crossed. No pt injuries or complications were reported. Pt status is reported as 'good'.